Event description:
It was reported that an ultrasound sonographer received an apparent electrical shock while operating the device. The sonographer was holding the ultrasound transducer in their right hand with their left hand resting on a metal computer support when the facility experienced an electrical power failure. A bright flash with a popping sound was described as the sonographer felt the electrical surge pass from right arm to left. Sonographer was examined in the emergency room where an abnormal ECG was noted. Sonographer reported pain in their right arm while scanning throughout the day. The hospital's report described the event as no injury noted that the abnormal ECG was probably unrelated to the event because of a pre-existing medical condition.